Event description:
The device was used during a laparoscopic nissen fundoplication procedure. Reportedly, there was tissue burn. The pt was ill two days after surgery and the surgeon performed a re-operation on 1/29/99 and resected add'l tissue. The hosp has reported the pt's condition is satisfactory.